Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call customer had air bubbles in reservoir between two o-rings. Customer¿s blood glucose was unknown at time of incident but customer states that it was high. Reservoir will be return for analysis.